Manufacturer narrative:
Technical support instructed the account to replace the casters. The account has not returned hill-rom's attempts to determine the resolution of the alleged malfunction.

Event description:
The accounts engineer stated that the head right caster will not lock and hold when in brake.